Event description:
It was reported that stent damage occurred. The target lesion was located in an unspecified coronary artery. A 3.50x38mm promus premier stent was selected to treat the lesion. During the procedure when the stent passed through a non bsc guide catheter, it was noted that one of the struts got lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).